Event description:
It was reported that the balloon got stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got stuck with a non-bsc guidewire. The device was removed together with the guidewire. The procedure was completed with another of same device. No patient complications were reported.